Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an infection on their right breast from the lifevest equipment. The area was described as red, open, and bleeding. It was reported that the patient was in the hospital. There is no indication that the lifevest caused the hospitalization. The patient's nurse used a powder and an antibiotic for the skin irritation. Follow up indicated that the skin irritation improved.